Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The maryland bipolar forceps instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a stuck, plastic-like component at the grip cable. The component was intertwined with the grip cable, which could result in difficulty opening and closing the jaws. There was no evidence of discoloration, corrosion, or contamination on the cables to indicate an issue induced by reprocessing.

Manufacturer narrative:
The maryland bipolar forceps instrument was further evaluated by failure analysis engineer (fae) (B)(6) 2025. Upon retrieval of the instrument, there was no plastic like component lodged within the grip cable. The plastic like component most likely fell off during storage or during transportation of the instrument to engineering. The instrument was put on an in-house system, and it moved intuitively. The instrument's grip cables were inspected, and there was no obvious damage to the grip cable where the plastic like component appeared to be lodged in. The images of this plastic like component on the grip cable were given to the design engineering team, and the team confirmed that this plastic like component does not resemble a component that can be found on the instrument. Thus, the grip cable was not broken, and a plastic like component not from the instrument was lodged into the grip cable.

Event description:
Refer to h11 for follow-up information.